Manufacturer narrative:
(B)(6). (B)(4). A visual evaluation of a flexima biliary delivery system was performed, the stent was returned loaded on the delivery system, which indicates that the stent failed to deploy. The guide catheter is partially retracted, the proximal section is broken, stretched, and bent/kinked in several locations. The push catheter was kinked approximately at 5cm from distal end. The stent/suture/suture hole do not have any visual issue. Based on the product analysis,it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during its use can lead to kink/bend the catheters, this condition can result in issues deploying the stent due to friction between the kinked areas in the catheters, continued attempts to deploy the stent or a lot of force retracting the guide catheter in order to release the stent can result in guide catheter stretching and breakage. Therefore the most probable root cause for this event is 'adverse event related to procedure' since the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed, no anomalies were observed, the review confirmed that the accepted device met all manufacturing specifications and boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2019. According to the complainant, during the procedure, the stent could not be deployed. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. Investigation results revealed that the guide catheter was broken, therefore this event has been deemed an MDR reportable event.